Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump trace download analysis confirmed the pump alarmed power error. No low battery alert, unexpected power loss alarm or replace battery now alarm noted. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump had minor scratched display window, damaged (scratched) display window cover, scratched case, stained serial number label, pillowing keypad overlay and cracked retainer.

Event description:
The customer's father reported via phone call that the insulin pump has been shutting down, 4 times in the last 24 hours. The customer's blood glucose was unknown. The product was returned for analysis.